Event description:
The mid rca was predilated and a stent was deployed. The devices were removed leaving the guide wire insitu (in position) to do a last angiographic view. Pleased with result, the physician went to remove the guide wire and noticed angiographically that the tip appeared to be caught in the vessel. The physician continued to pull on the guide wire and was able to remove all of it from the pt.